Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. One day after the onset, the patient was hospitalized for the peritonitis. The patient was treated with injection (inj.) Reflin (1 gram, once daily, intraperitoneally (ip)) and inj fortum (1 gram, once daily, ip) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(6). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(6).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.